Manufacturer narrative:
The device involved in the reported event was returned to the manufacturer for investigation. After decontamination, a visual inspection was performed, which confirmed the compliance of the device with the manufacturing standards. The height of each leaflet has been verified and it resulted in conformity. The leaflet #2 appeared slightly open, but it is in the tolerance limits. Although a leaflet (i.e. The leaflet #2) can appear stretched / tensioned in a visual inspection conducted on the valve ''relaxed'', it is not to be considered an exhaustive aspect to judge the potential behavior of the valve once implanted. Thus, in order to allow an exhaustive evaluation of the functional behavior, the returned valve underwent hydrodynamic testing in simulated physiological conditions. The results of the hydrodynamic test confirmed that the returned perceval valve model pvs/21 sn (B)(6) meets the iso 5840 minimum requirements. No regurgitation and/or anomalies were observed during the open/close cycle in both normotensive and hypotensive conditions. The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6), including the steady flow test performed at the time of manufacture, as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Based on the performed analysis, the reported event related to the incorrect coaptation cannot be explained by any factor intrinsic in the involved device because no anomalies were observed in the leaflets aspects and/or functional behavior. Ultimately, a definitive root cause for the reported event cannot be determined.

Event description:
On (B)(6) 2020, a perceval valve pvs21 was intended to be implanted in a (B)(6) patient. After proceeding with sizing, deployment, ballooning and careful verification of correct positioning and functioning, the surgeon observed a slight lack of central coaptation and, at the time of declamping, a significant intraprosthetic regurgitation was detected; there was no periprosthetic regurgitation. The functionality of the device was deemed not satisfactory and it was decided to reclamp the aorta, explant the prosthesis and replace it with a new perceval valve pvs21. The prosthesis removed, at an initial inspection, appeared correctly adhering to the aortic annulus, but a more marked lack of central coaptation was evident, which is why it was decided to replace it. Concerns has been raised in one leaflet (possibly stretched). The patient remained stable during the procedure, with a normal recovery after the surgery.